Event description:
It was reported by the consumer that due to a band slippage, the band was explanted. The band was replaced with a competitor's prod.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.